Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during emergency coronary procedure was performed when the issue happened. The procedure was carried out as scheduled by placing the patient on the table and proceeding without any interruptions. Field service engineer (fse) visited onsite and confirmed the reported problem. During troubleshooting revealed that the patient fell due to the table control dropping and the mushroom pan knob being activated, causing the drift. The fse confirmed that the mushroom pan knob caused the incident. Fse recommended not replacing any parts. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the customer went to load the patient onto the table and the table drifted transversely and created a gap when the patient fell to the floor. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.